Event description:
It was reported by the customer that the locking mechanism for the helium tank on the cardiosave intra-aortic balloon pump (iabp) is broken. There was no patient involvement.

Manufacturer narrative:
Due to character limitations in e1 event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, e1 (initial reporter and event site email), e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11 corrected field: b5, h6 (medical device problem code). A getinge field service engineer (fse) observed and stated that this repair was billable due to customer abuse. Fse replaced high pressure regulator (d103-00-0637), bushing regulator housing (d358-00-0069), screw set (d217-00-0054) and screws (d212-17-0404) and (d212-12-0608).

Event description:
It was reported that prior to use the cardiosave intra aortic balloon pump (iabp) locking mechanism for helium tank was broken. There was no patient involvement and no adverse event reported.